Event description:
It was reported that the battery has reached end of life. Extended charge time was also noted. The device was explanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion, per procedure paperwork. The explanted device was returned for analysis. No adverse patient effects were reported in this event.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.